Event description:
A pt experienced pta in right sfa. Right femoral artery was punctured and ipsilateral approach was used. After a guiding sheath had been inserted, a wire guide was advanced across the lesion and pre dilation was performed with a balloon catheter. Then, three zilver stents were placed in the lesion. Starting from distal, ziv5-18-125-7-80, ziv5-18-80-7-60, ziv5-18-80-8-60 were placed in turn. Post dilation was performed with a balloon catheter after the placement. However, confirmatory angiography confirmed that there was no blood flow in the distal area to the point where the stents had been placed. Though aspiration of the blood clots was performed, not all the clots could be aspirated and some remained in the stent. In order to push the remained blood clots against the wall of the stent, additional stents were placed in zilver stents. Confirmatory angiography confirmed the blood flow. Ten minutes after the placement, confirmatory angiography was performed again just in case and it also confirmed the blood flow. There have been no adverse effects to the pt.

Manufacturer narrative:
Additional PMA/510(k) #p050017 s003. There were no ziv5-125-7-80 devices of lot number cf774436 in stock at the time of the complaint investigation. The device involved in the complaint was not available for eval as it remains in pt, and images were not provided, therefore, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the info provided a document based investigation will be carried out. The complaint info provided indicated that there was no blood flow in the distal area to the pt where the stents had been placed, after stent deployment. Though aspiration of the blood clots was performed, not all the clots could be aspirated and some remained in the stent. The component involved in this complaint is irsp61279-7-8.0 (stent with gold rivets) of lot# ch770066 or lot# ch770940. Prior to distribution all zilver 518 vascular self-expanding stent systems devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for lot number cf774436, ch770066 and ch770940 revealed no discrepancies related to this complaint issue. Embolism is a known potential adverse effect referenced in the instructions for use that accompanies this device, ifu0043-7. As per ifu0043-7, section "potential adverse events" advises user as follows: "potential adverse events that may occur include, but are not limited to the following: embolism..." As per ifu0043-7, the user is also advised that post implant "appropriate antiplatelet/anticoagulant therapy should be administered post procedure." Additional stent was placed in the zilver stent to push the remaining blood clots against the wall of the stent. There have been no adverse effects to the pt as a result of this occurrence. The 2 year complaint history has been reviewed and it is believed that the likelihood of this type of occurrence is low. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.